Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. As received only the distal end of the lead was received for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil [34.7 cm to 36.2 cm from the distal tip] in one location distal to the suture sleeve tie impression, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis